Manufacturer narrative:
Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 03/01/2015 - initial use. Electrode belt (B)(4): 04/01/2012 - reuse.

Event description:
A us distributor contacted zoll to report that a pt passed away while wearing the lifevest. The pt's daughter reportedly found the pt unconscious at home. Review of the event indicated that the pt received five inappropriate shocks during asystole. Asystole is considered a non-treatable rhythm. Oversensing of small signal contributed to the false detections. There is no information to suggest the lifevest caused or contributed to the pt's death.